Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs. 00598004702 stemmed tibial component precoat size 6 for cemented use only lot# 64500601. MDR: 0002648920 - 2020 - 00545.

Event description:
It was reported that approximately 1 month post implantation, the patient was revised of the tibial components due to disassembly of the articular surface and tibial tray. No additional information at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of being in-vivo. The articular surface dovetail shows flared damage and the tibial plate shows bone cement adhered to it. No locking screw was returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: flat metallic lps flex articular surface structure disassembled from the tibial baseplate. No locking screw was identified. The complaint is confirmed. The root cause is attributed to the user not following instructions as the surgeon didn't use a locking screw for 17mm lps-flex articular surface to lock on to the tibial plate. Per the package insert: stated on page 6 that all cr flex and lps flex 17, 20 and 23 mm articular surfaces require a locking screw to fasten the articular surface to the tibial baseplate. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.